Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was loose resulting in difficulties charging the pump. Customer¿s blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.